Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified circumflex artery. A 2.25 x 8mm synergy xd drug-eluting stent (des) was opened out of the package, but the shaft was visibly broken at proximal to the hub. Another 2.25 x 8mm synergy des was opened and advanced but it failed to cross the lesion. However, when the physician attempted to twist the stent, it did not look right, and upon removal from the sheath, the shaft was also broken at proximal to the stent balloon. The procedure was completed with a non-boston scientific device. No patient complications were reported.